Manufacturer narrative:
Integra has completed their internal investigation on november 14, 2017. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Additional information received on 10oct2017, 11oct2017, and 30oct2017: the (B)(6) male patient had meningitis. It was reported that the patient had symptoms of fever, impairment of consciousness, meningitis symptoms. Bacterial culture had been done. It was not specified which of the bacterias (" ? C.parapsilosis, s.epidermidis, s.capitis, e.coli") was found on this patient. The ins8600 device was used on the patient for 13 days. Lot number of the ins8600 was unknown. The patient was treated with an antibiotic in accordance with the bacteria found. It was reported that pressure was measured on the ins8600. The ins8600 was not kept for evaluation. It was reported that the patient is alive. The customer confirmed that the ins305 is used with the ins8600.

Event description:
During (B)(6), the critical care department in (B)(6) has seen an increase of meningitis infection which concerned patients with an external ventricular drainage system (evd). The number of patients infected is 5. The only change was the use of the new evd (8600) since (B)(6) 2017. Most of the infection has bacteria origin but one case was yeast. One of the patients has neurological after-effects. According to the hospital, the infectious risk is linked to the use of the device due to opening of a closed system when changing the drainage bag. No devices have been kept for evaluation purpose. A hygienic investigation is in progress at the hospital. Linked to mfg. Report numbers: 2648988-2017-00037; 2648988-2017-00039; 2648988-2017-00040; 2648988-2017-00041.